Event description:
It was reported by service report that the head right siderail won't lock into place. No adverse consequences have been reported.

Manufacturer narrative:
Result: head right bypass detent clip.